Event description:
It was stated that the customer woke up with a blood glucose reading of 495 mg/dl and was taken to the hospital. The customer was vomiting and had ketones prior to being hospitalized. The infusion set was changed, but the blood glucose levels continued to rise. Troubleshooting was performed and the insulin pump passed the prime test, but the mother did not have the tubing clamp for the high pressure test. The mother requested to have the insulin pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.